Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4) was not used by a patient. We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Investigation of the returned blood pump is ongoing and a detailed analysis will be provided as soon as available.

Event description:
We were informed by the clinic regarding an issue during the priming of an excor blood pump for a patient. The clinic attempted to retract the membrane to the end-diastolic position in the appropriate manner. However, the blood-side layer did not appear to lie completely smoothly in this position. The clinic decided to use another excor blood pump instead. The back-up excor blood pump was successfully used. The patient was not negatively affected by this incident and implantation of the patient was completed successfully with another pump.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4). Is submitting the report on behalf of berlin heart gmbh(manufacturer). The investigator prepared the returned pump as though preparing for priming according to the IFU, and was able to retract the membranes completely into the end-diastolic position. The blood pump was then tested for functional performance and met its normal performance specification for flow and volume. For further investigation, the pump was submitted for an external CT examination. Based on the CT images, entrapped air was detected between the blood-side and middle layer. The pump was then disassembled for further testing and the membrane layers were individually tested for leaks. All three layers of the membrane were found to be intact. The thickness of the individual membrane layers of the returned blood pump was measured and was found to be within specification at all the fixed measurement points. It is confirmed that the membrane layers were not defective. Since the pump was not used, therefore, it is assumed that air was trapped during the manufacturing process. It appears that during the assembly of the blood pump, small pockets of air could get trapped between the layers of the membrane. In the case of the affected pump, such an air entrapment evidently led to difficulty in retracting membrane during the pump preparation in the clinic, whereupon the clinic suspected a defect and decided not to use the pump for the patient. The affected blood pump met its specification in accordance with the test steps performed during production release of the blood pump.